Manufacturer narrative:
Evaluation summary: no problem was found with the pump displaying "no cassette detected" alarm message when a cassette was latched during the investigation. The pump was visually inspected and displayed signs of fluid ingression. The pump's event history logs showed "wrong cassette" alarm messages after cassette was latched. Based on these investigation results, the root cause of the issue was determined to be fluid ingression as a result of use of the device in a manner that is inconsistent with the operator's manual/ instructions for use. The downstream occlusion sensor was replaced as a preventive measure.

Event description:
It was reported that an ambulatory infusion pump displayed a "no cassette detected" alarm. No patient details were provided.